Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the customer the fms solo+ pump started pumping fluid into the patient knee cavity during a knee arthroscopy, when the unit was powered on, inflating the knee to the point where the knee turned black. The procedure was aborted. It was not reported what post operative care was performed. Additional information received: the customer mentioned the patient need to have his leg amputated but couldn't confirm. An alternate contact has been provided. The sales rep reported that the device will be returned for evaluation, but had no further information.

Manufacturer narrative:
Despite multiple attempts by our sales rep and our service department to retrieve the complaint device for evaluation, the customer has not returned the device; therefore it is unavailable for a physical evaluation. No information was received from the customer indicating any failure was found from their biomed¿s testing of the device post procedure. The customer reported the patient was fine and doing well, with no amputation as initially reported by the customer. Further, a review into the depuy synthes mitek complaints system revealed one other similar extravasation complaint and one other dissimilar complaint for this reusable device that was released to distribution in 2010. The device was serviced at a mitek service center after each of the two complaint events. We have received limited complaint event information from the customer and the complaint device has not been returned for evaluation, therefore we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the device ever be received back in the future, this file will be reopened at that time and an evaluation will be performed and documented. (B)(4), month and day unavailable. Not returned by customer.

Event description:
It was reported by the customer the fms solo+ pump started pumping fluid into the patient knee cavity during a knee arthroscopy, when the unit was powered on, inflating the knee to the point where the knee turned black. The procedure was aborted. It was not reported what post operative care was performed. No device will be returned at this time. The following information was received via phone from our sales rep on 1-27-16: the customer's or supervisor reported that the patient is fine, doing good. There was no amputation. Multiple attempts have been made by the sales rep and the mitek service department to get the customer to return the complaint device for evaluation and testing. As of march 4, 2016 the complaint device has not been returned.